Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding an implantable neurostimulator (ins). It was reported that the patient displayed leg deficit after surgery so the neurosurgeon went back in and cut the lead and removed the paddle portion, but left the rest of the lead connected to the ins. It was speculated that the leg deficit issue occurred when using the passing elevator and came in contact with the spinal cord. On october 12th they are going back in to place the percutaneous lead and connect to the existing ins. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the issues resolved with time. The percutaneous leads were placed on the revision and the paddle was removed. The new leads didn¿t cause any issues. No further complications were reported.